Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was on reported that on (B)(6) 2022, the patient's infusion set's tubing had detached/broken at site connector. Moreover, they did not replace the infusion set and to resume insulin successfully but reattached the tubing to site. No further information available.